Event description:
It was reported that pump did not recognize cartridges being loaded, which caused patient to waste multiple cartridges before one was finally recognized. There was no adverse impact to the customer's blood glucose level. Patient declined further follow-up with technical support and was already in process for renewal pump, and no additional corrective actions were documented.